Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon reviewing the electrogram from the transmission, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. The patient did not receive any therapy during the oversensing. The device was reprogrammed successfully to resolve the issue at a later unknown date. The patient was reported to be asymptomatic.